Manufacturer narrative:
Lot numbers: 19a034, 19c015. One single-use device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed from the distal luer. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of either reported lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported that two (2) small volume folfusors did not flow. One device did not flow during infusion, and one device did not flow during priming. One event involved a patient with no patient consequences, and one event did not involve a patient. No additional information is available.